Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one pt. Results as follows: date: (B)(6) 2012, inratio: 2.0, lab: 8.3. Lab reading was at the hospital. Customer stated that pt's coumadin was increased and they ended up in the hospital with hemorrhaging later that day.

Manufacturer narrative:
Strip lot used was expired. No further analysis of the reported results is appropriate. No trending is required. No corrective action required at this time as no product deficiency was established.